Event description:
It was reported that bd intima-ii 20gax1.16in prn slm leakage with power injector the following information was provided by the initial reporter; the patient came to the hospital because of hypertension grade 3, condition: 2 years ago had a coronary angiography suggestive of a history of about 50% stenosis, today 8:54 minutes outpatient doctor prescribed coronary cta examination, 9:20 or so in the patient after the indwelling needle, connected to the high-pressure syringe, in the process of playing the drug, the pressure is too large resulting in the indwelling needle plug dislodged, the drug outflow. Immediately stop the examination, pacify the patient to pull out the pressure in time and give explanations, around 9:40 line to replace the new indwelling needle for the second puncture did not appear above, did not affect the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#3016121): 1)this batch of products were assembled at intima ii auto line 4 in february 2023, and packaged at cfs package line in february 2023. Work order quantity was 99,000 ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and pictures returned. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, no leakage is found, and no abnormality is found on the sample. Please refer to the attached test report. 4. Sku#383007 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The forcing of liquid through the product during high-pressure may cause damage to the product. 5. This product has never been declared to be used for high-pressure injection. It is recommended that customers use the following devices for high pressure injection, sku list: 383058,383072,383065,383079,383261,383262,383263,383264,383096,383097,383098,383099. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. No similar complaints have been received from other hospitals regarding this batch of products. As no actual sample returned, the root cause of the complaint defect cannot be confirmed, which may be related to the wrong use of the product.

Event description:
No additional informaiton provided.